Event description:
Customer's family reported finding customer at home to be unresponsive. Paramedics were called and comparision tests were taken on the customer's meter and the paramedic's meter. The paramedics meter read 30mg/dl and the freestyle meter red 86 mg/dl. Paramedics began an intravenous solution and transported the customer to the hospital. The freestyle reading of 86mg/dl was not consistent with reported symptoms.